Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and may have been lowering. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, it could not be confirmed what the bg level lowered to.